Event description:
It was reported that the blades were broken. The 85% stenosed, 6mm in length, eccentric, de novo target lesion was located in the mildly tortuous and severely calcified, 4.0mm in diameter, left main coronary artery with a significant bend less than 45 degrees. A 6 x 2.75 flextome¿ cutting balloon¿ was selected for pre dilatation of the lesion. During the procedure, it was observed that the balloon could not inflate so the physician decided to remove the balloon. However, it was then noted that the blades were broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).